Event description:
It was reported the patient was feeling intermittent stimulation. The patient stated in the last month he felt the stimulation and then the internal neurostimulator (ins) would shut off. Patient checked the ins with the programmer and turned it back on. Patient stated the ins shuts off where he doesn't feel stimulation again. He had not tried to increase stimulation when he doesn't feel stimulation. The patient stated back in (B)(6) 2005 his physician had revised his paddle lead since it was initially implanted too high in the spine. Doctor had revised it lower in the spine.

Manufacturer narrative:
Product ID 748951, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted, product typ: extension, product ID 748951, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted, product typ: extension, product ID 7435, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted, product typ: programmer, patient product ID 3998, lot# j0511541v, serial#, implanted, explanted, product typ: lead, product ID 3986a, lot# n0026640, serial#, implanted: 2005 (B)(6), explanted, product typ: lead. (B)(4).